Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned 14-volt unshielded power module patient cable did not confirm a relationship between this cable and the reported event that the cable was worn and damaged. Visual inspection of the returned 14v unshielded pm cable revealed the cable was in unremarkable condition. The 14 volt power module patient cable was subjected to functional testing with the use of a manufacturer laboratory test equipment. The voltage provided to the system controller via the returned patient cable was at the level of 14.3 volts for the entire test period. Functional testing performed on the 14-volt unshielded power module patient cable found that the cable provided sufficient voltage to the system controller and provided normal pump telemetry on the test system monitor. The electrical continuity tests performed on the returned patient cable did not reveal any conductor related issues related to high resistance, conductor breakdown or electrical shorts that would have contributed to any alarm events. The 14-volt unshielded power module patient cable s/n (B)(6) functioned as intended with regards to the reported event. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Inspection power module patient cables for any signs of damage is documented in the heartmate power module instructions for use. The IFU also specifies that the patient cable should be replaced annually as part of service maintenance. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable was not confirmed, as the unshielded patient cable was not returned for analysis. A a result, the root cause for the reported damage to the patient cable was not conclusively determined through this analysis. Good faith effort was sent asking if there were any equipment exchanges, the lot/serial number of the patient cable, and the status of the patient. Per customer response, the patient will not be returning the unshielded cable and no change in plan of care. Patient to remain on ungrounded cable for the duration of support. As the device is unavailable for analysis, this complaint file will be closed accordantly. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Inspection power module patient cables for any signs of damage is documented in the heartmate power module instructions for use. The IFU also specifies that the patient cable should be replaced annually as part of service maintenance. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's unshielded cable is becoming worn and damaged. They required a new ungrounded patient cable and it is a confirmed short to shield. The patient is not a candidate for a pump replacement.